Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient became really sick and didn't charge their implant so it died. They used to have "dual settings" but after they restarted their ins, one of the settings would not activate. No further complications reported.